Event description:
Patient presented to the physician with a hematoma at the chest and neck incision sites. Physician brought the patient into the or and determined a slight hematoma at the neck incision site upon examination which did not require intervention. Physician drained the chest pocket hematoma and closed. Post-op antibiotics were prescribed after the procedure was completed.